Event description:
The customer reported that the charger often failed to connect to the pump or provide a charge. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.